Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: there are no cracks on the display lens. There are scratches on the display lens. There was no moisture seen from the outside of the pump. Performed the leak test and found a display lens leak. Opened the pump case and found evidence of moisture inside of the pump.